Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Manufacturer narrative:
Correction to section b3: the event date was updated to 02/13/2025 based on the event logs. As per the log review, the instrument was last used on 02/13/2025 during nephrectomy surgical procedure. Correction to section g3 : the g3 should be 02/20/2025 based on previously submitted report on MFR report number : 2955842-2025-08969. Therefore, h10 was updated to include MFR report number 2955842-2025-08969.

Event description:
Refer to h11 for follow-up information.